Event description:
I was informed that the patient had a thrombosis in the right treo leg approximately 14 months post procedure. The physician showed the CT images to me. It was a large limb >= 17mm with no kink. Patient outcome - "patient was given lytics and is doing fine."

Event description:
I was informed that the patient had a thrombosis in the right treo leg approximately 14 months post procedure. The physician showed the CT images to me. It was a large limb 17mm with no kink. Patient outcome - "patient was given lytics and is doing fine."

Manufacturer narrative:
Corrected section e1 initial reporter to japanese distributor/marketing authorizationholder, japan and section g2 report source to foreign.